Manufacturer narrative:
Event took place outside of the united states (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient underwent revision on (B)(6) 2019 due to dislocation a month after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 36/+9 humeral cup and replaced them with 40mm centered glenosphere with screw and 40/+3 humeral cup.